Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient was on impella cp to promote left ventricular functional recovery. During support he patient developed an infection. It was noted that left ventricle and right ventricle functions recovered, however the patient was still having an infection. It was noted that as the infection resolves they'll definitely wean and remove impella. The impella was successfully weaned and explanted.